Manufacturer narrative:
The device was evaluated. Based on investigation results, the reported issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to stress problems, leakage found on the device that caused sticky residue, component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the bronchovideoscope universal cord was sticky and the connecting tube insertion section had corrosion. There was no patient involvement.